Manufacturer narrative:
The reported ipg and proximal csl were received for analysis. There was some physical damage to the header of the ipg that was most likely caused by the explant procedure. The ipg was assessed, connected to the programmer, and was able to be interrogated. The csl was unable to be fully analyzed as only part of the csl was returned. At the conclusion of device analysis, there was no evidence observed that would indicate an issue with the devices caused the coughing, and the root cause of the event was unable to be determined. Cvrx ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient stated they experienced coughing but the onset date was not provided. A system explant occurred on (B)(6) 2024. It was noted the patient's coughing improved when barostim therapy was turned off.